Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately displayed a "short detected" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not observed or verified. The device was put through extensive testing including full functional testing, impedance testing, environmental testing and ECG testing, using test multifunction cable, pads, and leads without duplicating a malfunction to the device. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this nature.